Manufacturer narrative:
Follow-up received on 21-sep-2016. Consumer stated that essure was inserted in 2008. She stated that she had some problems with essure: lot of abdominal pain, fibroids and cysts of that nature. Her physician found out that one of her left fallopian tube and left ovary was twisted together; lapascopic surgery was done and both left tubes and left ovary were removed. She also stated that she had heavy periods and had an ablation and dilation and curettage because of this (her menstrual cycles are better now). She stated that she is currently on disability due to depression and anxiety and not able to work for 4 years now. Follow-up received on 28-sep-2016: legal claim was received. No new clinical information was provided.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5064210) in united states on 02-sep-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008. She reported paxil, latuda as concomitant medication. The procedure was unsuccessful. One coil was placed and one was missing. Following this procedure had excruciating abdominal pain, heavy periods, fatigue, several emergency room visits and quick care visits from the pain. Depression and anxiety followed and ended up on disability and unable to work in 2011. On (B)(6) 2013 essure was removed. She still have right essure coil. Follow-up received on 21-sep-2016. Consumer stated that essure was inserted in 2008. She stated that she had some problems with essure: lot of abdominal pain, fibroids and cysts of that nature. Her physician found out that one of her left fallopian tube and left ovary was twisted together; laparoscopic surgery was done and both left tubes and left ovary were removed. She also stated that she had heavy periods and had an ablation and dilation and curettage because of this (her menstrual cycles are better now). She stated that she is currently on disability due to depression and anxiety and not able to work for 4 years now. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that one coil was placed and one was missing (interpreted as device migration). Only left essure was removed. The event is serious and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity). In this case, the exact date and mechanism of device migration were not known. It was also unknown the exact location. However, based on its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a device removal was required (left side). Additionally, other serious (depression, considered serious due to disability, unlisted and unrelated) and non-serious events were reported. Further information and product technical analysis are being sought.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one coil was placed and one was missing / migration of essure device"), menorrhagia ("heavy periods/abnormal bleeding (vaginal, menorrhagia),"), adnexal torsion ("left fallopian tube and left ovary twisted together") and depression ("depression") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube". The patient's past medical history included mental disability, allergic rhinitis, anxiety disorder, panic attacks, restless leg syndrome, obstructive sleep apnea syndrome, hyperlipidemia, vaginal infection and depression. Previously administered products included for birth control: birth control pills. Concurrent conditions included dysuria and ovarian cyst. Concomitant products included aripiprazole (abilify), fluoxetine hydrochloride (prozac), paroxetine hydrochloride (paxil), procet (acetaminophen w/hydrocodone) and ranitidine hydrochloride (zantac). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("excruciating abdominal pain"), pelvic pain ("pain / pelvic pain"), mental disorder ("psychological or psychiatric problems or conditions"), dyspareunia ("dyspareunia") and weight increased ("weight gain"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), adnexal torsion (seriousness criterion medically significant), depression (seriousness criterion disability) with anxiety, fatigue ("fatigue/fatigue."), uterine leiomyoma ("fibroids"), ovarian cyst ("cysts"), vaginal haemorrhage ("abnormal bleeding (vaginal"), vaginal discharge ("vaginal discharge"), rash ("rashes or skin conditions"), nausea ("nausea,"), alopecia ("hair loss") and infection ("infection nos"). The patient was treated with surgery (lapascopic surgery was done and both left tubes and left ovary were removed), surgery (ablation and dilation and curettage) and surgery. Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, adnexal torsion, depression, abdominal pain, fatigue, uterine leiomyoma, ovarian cyst, vaginal haemorrhage, vaginal discharge, rash, nausea, pelvic pain, mental disorder, dyspareunia, weight increased, alopecia and infection outcome was unknown and the menorrhagia was resolving. The reporter provided no causality assessment for adnexal torsion, ovarian cyst and uterine leiomyoma with essure. The reporter considered abdominal pain, alopecia, depression, device dislocation, dyspareunia, fatigue, infection, menorrhagia, mental disorder, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2013, salpingectomy and oophorectomy was performed and on (B)(6) 2015, a hysteroscopy with dilation, curettage and thermal balloon ablation was performed. Insertion date was also reported as (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-aug-2018: quality-safety evaluation of ptc. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw (B)(4)) on 02-sep-2016. The most recent information was received on 05-sep-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one coil was placed and one was missing / migration of essure device/failure to occlude fallopian tube"), menorrhagia ("heavy periods/abnormal bleeding (vaginal, menorrhagia),"), adnexal torsion ("left fallopian tube and left ovary twisted together") and depression ("depression") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included mental disability, allergic rhinitis, anxiety disorder, panic attacks, restless leg syndrome, obstructive sleep apnea syndrome, hyperlipidemia, vaginal infection and depression. Previously administered products included for birth control: birth control pills. Concurrent conditions included dysuria, ovarian cyst, vitamin b12 deficiency, bipolar ii disorder, neuropathy, mental disability, allergic rhinitis, uterine fibroids, restless leg syndrome and mixed hyperlipidemia. Concomitant products included alprazolam (xanax), aripiprazole (abilify), clonidine, fluoxetine hydrochloride (prozac), herbals nos w/minerals nos/vitamins nos (estroven), lorazepam, paroxetine hydrochloride (paxil), procet (acetaminophen w/hydrocodone), quetiapine (seroquel) and ranitidine hydrochloride (zantac). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("excruciating abdominal pain"), pelvic pain ("pain / pelvic pain"), mental disorder ("psychological or psychiatric problems or conditions"), dyspareunia ("dyspareunia") and weight increased ("weight gain"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), adnexal torsion (seriousness criterion medically significant), depression (seriousness criterion disability) with anxiety, fatigue ("fatigue/fatigue."), uterine leiomyoma ("fibroids"), ovarian cyst ("cysts"), vaginal haemorrhage ("abnormal bleeding (vaginal"), vaginal discharge ("vaginal discharge"), rash ("rashes or skin conditions"), nausea ("nausea,"), alopecia ("hair loss"), vaginal infection ("vaginal infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (unilateral salpingooopherectomy), surgery (ablation and dilation and curettage) and surgery. Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, adnexal torsion, depression, abdominal pain, fatigue, uterine leiomyoma, ovarian cyst, vaginal haemorrhage, vaginal discharge, rash, nausea, pelvic pain, mental disorder, dyspareunia, weight increased, alopecia and vaginal infection outcome was unknown and the menorrhagia was resolving. The reporter provided no causality assessment for adnexal torsion, ovarian cyst and uterine leiomyoma with essure. The reporter considered abdominal pain, alopecia, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, mental disorder, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2013, salpingectomy and oophorectomy was performed and on (B)(6) 2015, a hysteroscopy with dilation, curettage and thermal balloon ablation was performed. Insertion date was also reported as (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-sep-2018: plaintiff fact sheet- events dysmenorrhea (cramping),infection nos replaced with vaginal infection were added.failure to occlude fallopian tube clubbed with device dislocation event. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 02-sep-2016. The most recent information was received on 12-may-2022. His spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one coil was placed and one was missing / migration of essure device/failure to occlude fallopian tube'), heavy menstrual bleeding ('heavy periods/abnormal bleeding (vaginal, menorrhagia),'), adnexal torsion ('left fallopian tube and left ovary twisted together') and depression ('depression') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mental disability, allergic rhinitis, anxiety disorder, panic attacks, restless leg syndrome, obstructive sleep apnea syndrome, hyperlipidemia, vaginal infection and depression. Previously administered products included for birth control: birth control pills. Concurrent conditions included dysuria, ovarian cyst, vitamin b12 deficiency, bipolar ii disorder, neuropathy, mental disability, allergic rhinitis, uterine fibroids, restless leg syndrome, mixed hyperlipidemia, blurred vision, endometriosis, right lower quadrant pain, sleepiness and obstructive sleep apnea syndrome. Concomitant products included alprazolam (xanax), aripiprazole (abilify), boron;calcium;cimicifuga racemosa extract;folic acid;glycine max extract;magnolia officinalis;nicotinic acid;pyridoxine hydrochloride;riboflavin;selenium;thiamine;tocopherol;vitamin b12 nos (estroven), clonidine, fluoxetine hydrochloride (prozac), hydrocodone;paracetamol (acetaminophen;hydrocodone), lorazepam, quetiapine fumarate (seroquel) and ranitidine hydrochloride (zantac). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("excruciating abdominal pain"), pelvic pain ("pain / pelvic pain"), mental disorder ("psychological or psychiatric problems or conditions") and dyspareunia ("dyspareunia") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), adnexal torsion (seriousness criterion medically significant), depression (seriousness criterion disability) with anxiety, fatigue ("fatigue/fatigue."), ovarian cyst ("cysts"), vaginal haemorrhage ("abnormal bleeding (vaginal"), vaginal discharge ("vaginal discharge"), rash ("rashes or skin conditions"), nausea ("nausea,"), alopecia ("hair loss"), vaginal infection ("vaginal infection") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (unilateral salpingooopherectomy and ablation and dilation and curettage). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, adnexal torsion, depression, abdominal pain, fatigue, uterine leiomyoma, ovarian cyst, vaginal haemorrhage, vaginal discharge, rash, nausea, pelvic pain, mental disorder, dyspareunia, weight increased, alopecia and vaginal infection outcome was unknown and the heavy menstrual bleeding was resolving. The reporter provided no causality assessment for adnexal torsion, ovarian cyst and uterine leiomyoma with essure. The reporter considered abdominal pain, alopecia, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, mental disorder, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2013, salpingectomy and oophorectomy was performed and on (B)(6) 2015, a hysteroscopy with dilation, curettage and thermal balloon ablation was performed. Insertion date was also reported as (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: unilateral occlusion (right tube occluded). Mycobacterium test - on (B)(6) 2008: urine culture 25,000/ml strep agalactiae group b. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Follow up information was received on 17-oct-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that one coil was placed and one was missing (interpreted as device migration). Only left essure was removed. It was also reported that one of her left fallopian tube and left ovary was twisted together (considered as adnexal torsion), experienced depression and heavy periods. Both left tubes and left ovary were removed. She underwent an ablation and dilation and curettage due to heavy periods. The events device migration and heavy periods are listed in the reference safety information for essure while adnexal torsion and depression are unlisted. In this case, consumer had cyst (seen as ovarian cyst) which could possibly influence the occurrence of adnexal torsion. She had depression and is currently on disability and not able to work for 4 years. Considering the nature of adnexal torsion and depression and that a contributory role of essure is unlikely, a causal relationship with suspect insert can be excluded. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity). In addition, menses pattern changes may occur. In this case, the exact date and mechanism of device migration were not known. It was also unknown the exact location. With regards to other events, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed and a device removal was required (left side). Additionally, non-serious events were reported. According to technical analysis, a quality defect was not confirmed but considered plausible. Further information is being sought.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2016. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one coil was placed and one was missing"), menorrhagia ("heavy periods/abnormal bleeding (vaginal, menorrhagia),"), adnexal torsion ("left fallopian tube and left ovary twisted together") and depression ("depression") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included paroxetine hydrochloride (paxil). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), adnexal torsion (seriousness criterion medically significant), depression (seriousness criterion disability) with anxiety, abdominal pain ("excruciating abdominal pain"), fatigue ("fatigue/fatigue."), uterine leiomyoma ("fibroids"), ovarian cyst ("cysts"), vaginal haemorrhage ("abnormal bleeding (vaginal"), vaginal discharge ("vaginal discharge"), rash ("rashes or skin conditions"), nausea ("nausea,") and pelvic pain ("pain,"). The patient was treated with surgery (lapascopic surgery was done and both left tubes and left ovary were removed), surgery (ablation and dilation and curettage) and surgery. Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, adnexal torsion, depression, abdominal pain, fatigue, uterine leiomyoma, ovarian cyst, vaginal haemorrhage, vaginal discharge, rash, nausea and pelvic pain outcome was unknown and the menorrhagia was resolving. The reporter provided no causality assessment for adnexal torsion, ovarian cyst and uterine leiomyoma with essure. The reporter considered abdominal pain, depression, device dislocation, fatigue, menorrhagia, nausea, pelvic pain, rash, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (right tube occluded) quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: reporters details added. Aka names added. Event added as abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions, nausea, pain, vaginal discharge, fatigue. Relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one coil was placed and one was missing / migration of essure device"), menorrhagia ("heavy periods/abnormal bleeding (vaginal, menorrhagia),"), adnexal torsion ("left fallopian tube and left ovary twisted together") and depression ("depression") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube". The patient's past medical history included mental disability, allergic rhinitis, anxiety disorder, panic attacks, restless leg syndrome, sleep apnea, hyperlipidemia, vaginal infection and depression. Previously administered products included for birth control: birth control pills. Concomitant products included aripiprazole (abilify), paroxetine hydrochloride (paxil) and ranitidine hydrochloride (zantac). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("excruciating abdominal pain"), pelvic pain ("pain / pelvic pain"), mental disorder ("psychological or psychiatric problems or conditions"), dyspareunia ("dyspareunia") and weight increased ("weight gain"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), adnexal torsion (seriousness criterion medically significant), depression (seriousness criterion disability) with anxiety, fatigue ("fatigue/fatigue."), uterine leiomyoma ("fibroids"), ovarian cyst ("cysts"), vaginal haemorrhage ("abnormal bleeding (vaginal"), vaginal discharge ("vaginal discharge"), rash ("rashes or skin conditions"), nausea ("nausea,"), alopecia ("hair loss") and infection ("infection nos"). The patient was treated with surgery (lapascopic surgery was done and both left tubes and left ovary were removed), surgery (ablation and dilation and curettage) and surgery. Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, adnexal torsion, depression, abdominal pain, fatigue, uterine leiomyoma, ovarian cyst, vaginal haemorrhage, vaginal discharge, rash, nausea, pelvic pain, mental disorder, dyspareunia, weight increased, alopecia and infection outcome was unknown and the menorrhagia was resolving. The reporter provided no causality assessment for adnexal torsion, ovarian cyst and uterine leiomyoma with essure. The reporter considered abdominal pain, alopecia, depression, device dislocation, dyspareunia, fatigue, infection, menorrhagia, mental disorder, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2013, salpingectomy and oophorectomy was performed and on (B)(6) 2015, a hysteroscopy with dilation, curettage and thermal balloon ablation was performed. Insertion date was also reported as (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66.667 kgs. Hysterosalpingogram - on(B)(6) 2009: unilateral occlusion (right tube occluded) . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 22-may-2018: pfs received: new events: psychological disorder nos, dyspareunia, weight gain, device ineffective, hair loss, infection nos. Medical history and concomitant drugs added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
On 15-dec-2016: follow-up attempts were performed with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that one coil was placed and one was missing (interpreted as device migration). Only left essure was removed. It was also reported that one of her left fallopian tube and left ovary was twisted together (considered as adnexal torsion), experienced depression and heavy periods. Both left tubes and left ovary were removed. She underwent an ablation and dilation and curettage due to heavy periods. The events device migration and heavy periods are anticipated in the reference safety information for essure while adnexal torsion and depression are unanticipated. In this case, consumer had cyst (seen as ovarian cyst) which could possibly influence the occurrence of adnexal torsion. She had depression and is currently on disability and not able to work for 4 years. Considering the nature of adnexal torsion and depression and that a contributory role of essure is unlikely, a causal relationship with suspect insert can be excluded. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity). In addition, menses pattern changes may occur. In this case, the exact date and mechanism of device migration were not known. It was also unknown the exact location. With regards to other events, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed and a device removal was required (left side). Additionally, non-serious events were reported. According to technical analysis, a quality defect was not confirmed but considered plausible. Further information could not be obtained.